Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The additional information had been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
The minilink transmitter was tested with the glucose sensor simulator. The pump was programmed with multiple sensor glucose values, and all resistered properly in the sensor update history.

Event description:
Customer reported hospitalization due to low blood glucose reading. Customer's blood glucose reading at the time of the hospitalization was 50 mg/dl. Customer stated that at night the sensor showed that she was having low blood glucose when she was not. Customer stated that this occurred several times and she turned the alarms off. Customer also stated that she accidently entered 300 carbs and over bloused. Customer reported that she had a low episode with no warning that led to the paramedics being called. The paramedics treated the customer with a glucose drink and she was taken to the hospital. No further information reported.

Event description:
A follow up call was made to the customer. The customer stated she accidentally pressed the buttons on the insulin pump and ended up in the hospital. The customer's blood glucose was unknown at the time. The customer stated she would feel more comfortable if the insulin pump was replaced. The customer agreed to return insulin pump for analysis. The insulin pump will be replaced due to scroll wrap.